Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Implanted with hanson pin rock in 2016. In (B)(6) 2017 the patient fell down and became a reverse fracture under trochanter. Removed out hanson pin lock and treated with long gamma. On (B)(6) 2018, re-operation was performed because it became a pseudo joint and admitted nail breakage. Treatment was done using a new long gamma and another company's plate.

Manufacturer narrative:
The reported event that long nail kit r1.5, ti, right gamma3® ø10x240mm x 120° was alleged of issue k-170 (implant breakage - nail) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on complaint history and risk management file some of the possible causes of this loss of fragment alignment are mechanical overstressing, inadequate load or support, handling failure like implant was weakened / damaged when implanted, wrong nail geometry chosen, position of implant is incorrect etc. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. F the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Implanted with hanson pin rock in 2016. On (B)(6) 2017 the patient fell down and became a reverse fracture under trochanter. Removed out hanson pin lock and treated with long gamma. On (B)(6) 2018, re-operation was performed because it became a pseudo joint and admitted nail breakage. Treatment was done using a new long gamma and another company's plate.